Manufacturer narrative:
A visual examination of the returned dorsal height adjuster confirmed the event. The tip of the instrument is fractured off. The portion of the tip remaining on the shaft is deformed in a twisting manner. Aside from the tip, there are signs of wear and tear on the handle of the instrument. Hardness testing of the returned product confirmed proper manufacturing and processing. A review of the manufactured records indicated that there were no dimensional, functional, or material anomalies reported at inspection. The incident report states the patient was "well fused"; this fusion may have caused the excessive forces on the instrument during removal. The probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument deformation and fracture during usage of the device.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 6 mdrs filed for the same event (also see 0002242816-2013-00059/00064).

Event description:
It was reported that the system instruments broke during screw removal. Event resulted in a delay of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.